Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. This unexpected reset was due to magnetic resonance imaging (MRI) scan during which device MRI settings were not enabled. High voltage therapies were deactivated during reset. The device was successfully restored. There were no patient consequences.